Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the inspiratory pipe and the pull magnet was replaced and returned for investigation. The mixing of the oxygen and air gases is done in the inspiratory pipe and together with the pull magnet they are function as the safety valve for high pressure. The reported leakage detected in pre-use check was not reproduced during test of the returned inspiratory pipe and pull magnet in a ventilator. No alarms were generated during ventilation. No device logs have been received. The conclusion is that the replaced parts/components are working as expected. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).